Event description:
It was reported that during the implant attempt, the lead threshold was high and impedance was over 1600 ohms. It was also reported that the patient had a ventricular tachycardia so the physician stopped the implant. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.